Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb and x-ray switch were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display an image. Additional troubleshooting by the field service engineer found that the system was intermittently failing to boot. No patient serious injury or death was reported related to this event.